Event description:
Prior to starting a da vinci si surgical procedure, the user facility identified broken wires on the mega needle driver instrument .the instrument reportedly was not used on a patient after the reported issue was identified and there was no allegation of harm or injury to a patient.

Manufacturer narrative:
The instrument was returned and evaluated. Engineering confirmed that one of the grip close cable was broken at the distal idlers pulley. The idler pulley spun freely but had damages on the surface. The cable segment was found sticking out at the instrument's wrist. No other cable damages were found at the instrument's wrist. The customer reported complaint does not itself constitute a reportable event; however, the reported malfunction if to reoccur could cause or contribute to an adverse event.